Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, menometrorrhagia, uterine enlargement and pelvic adhesions. Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (essure remove/tlh, b-s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia and uterine enlargement outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and uterine enlargement to be related to essure. The reporter commented: the essure instrument was advanced through the hysteroscope and inserted in the right ostia under direct visualization. The essure was deployed and 3 coils were visualize. This procedure was repeated on the left side without complications. 2 coils were visualized at the left ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 28-jun-2021: mr received. Reporter information ,lot no, other relevant history , concomitant drug added. Event: " medical device removal" updated to " pelvic pain" and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, menometrorrhagia, uterine enlargement and pelvic adhesions. Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (essure remove/tlh, b-s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia and uterine enlargement outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and uterine enlargement to be related to essure. The reporter commented: the essure instrument was advanced through the hysteroscope and inserted in the right ostia under direct visualization. The essure was deployed and 3 coils were visualize. This procedure was repeated on the left side without complications. 2 coils were visualized at the left ostia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: b71764 manufacturing date: 2013-09 expiration date:2016-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received. Injury nos replace with new event medical device removal. Date of birth, removal date, product information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report